Event description:
Boston scientific received information that out of range pacing impedances and noise were noted on this right atrial (ra) lead. Reprogrammed took place and an x-ray did not reveal dislodgment, lead fracture, or connection issue. The ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.